Event description:
It was reported the customer had a no delivery alarm on their insulin pump. Customer also reported receiving a motor error alarm and a motor position encoder error alarm on their insulin pump. The customer's blood glucose was under 200 mg/dl. The customer stated they were able to resolve their no delivery alarm with a complete set change. Troubleshooting did not occur for the no delivery alarm. The customer's reservoir will be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Two opened/used reservoirs were evaluated and inspected for anomalies and none were found. Occlusion test was performed and it was concluded the reservoirs were not occluded.